Event description:
Coiling treatment of a mca aneurysm. It was reported the coil could not be detached. Upon removal, the coil detached inside the catheter. No patient injury reported.

Manufacturer narrative:
The pusher assembly was returned for evaluation and confirmed the implant coil had detached as intended. In addition, a large amount of blood was found on the pusher assembly. Based on the investigation and the report, the large amount of blood found on the pusher assembly was likely the cause for the coil delay detachment.